Event description:
It was reported that a patient had a shocking or jolting sensation. It was stated that the patient was in pain and felt what he described as an ¿electrical shock¿ so he turned the implant off. It was stated that the patient was meeting with his healthcare professional (hcp) today and the patient wanted to know if a manufacturer¿s representative would be there. It was noted that the patient was implanted this previous friday and the pain/shocking occurred over the weekend.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).